Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with reflin injection 500 milligrams (route, frequency, and duration not reported) and fortum injection 500 milligrams (route, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient recovered from the peritonitis event and antibiotic therapy was complete. Should additional relevant information become available, a supplemental report will be submitted.